Event description:
I got the essure after my third child. I was 36 years old in 2006. They are Nickle coilsthat were inserted into my fallopian tubes for the scar tissue to grow around and it failedand the left coil fell out and imbedded in my uterus, and my fourth child was bornhealthy. After his birth in (b)(6)2007, I got another coil put in my left Fallopian tubeand so, I had 3 coils in my body. I got pregnant again and it did not survive. I went to adifferent dr and got the left tube cauterized and he removed the coil from my uterus.That was at capitol medical center in 2007 or 2008. I have had medical issues with HPV,my adrenal gland on the right side blew up and had to be removed in 2020. The final coilwas protruding through my right fallopian tube in 2023 and I had to have ahysterectomy. I only have 1 adrenal, so I had to keep my ovaries. I believe it has causedserious illness that almost killed me. There is much documentation and I pray there ishelp for the cost of my health and well-being. / Product details: Dr (b)(6) at (b)(6)now (b)(6) year 2008. PATIENT CODES: 1688, 1987, 4555, 3165, 1924. DEVICE CODES: 2979, 4001. REFERENCE REPORTS: CDRH-50053834; CDRH-50054050. THIS REPORT CAPTURES DEVICE # 2.